Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that 2 devices were implanted, 1 for the upper limb and 1 for the lower limb. When charging the stimulator using the controller for the upper limb, charging was completed at 60%. Even after detaching and reattaching the battery pack and attempting to recharge, charging frequently completed again shortly thereafter, and the charge level did not increase. When charging completed at 60%, the charging indicator light also turned off. The controllers were reportedly used separately for the upper limb and lower limb devices. Also, 2 recharger antennas were available, but no specific differentiation in their use was reported. When the battery pack was detached and reattached on site, the stimulator displayed 100%; however, it was reported that it usually does not easily reach 100%. Follow-up was requested from the area representative. It was noted the issue was not resolved at the time of the report. Additional information was received from the manufacturer representative (rep) reporting that testing was performed using two new rechargers, however, the issues were not resolved. For the upper-limb controller, charging still completed at 60%, and the issue persisted. In addition, a ¿recharger problem occurred¿ message displayed during charging of the ins. For the lower-limb controller, the same issue of charging completing at 60% also began to occur. Additionally, during charging of the ins, the screen suddenly went completely black and did not respond to any button presses. Although the issue was temporarily resolved by removing and reinserting the battery pack, the screen going black occurred frequently. Changing the recharger and connecting it to the controller did not resolve the issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.